Event description:
Boston scientific received information that during the implant procedure, high out of range impedance measurements were displayed and the lead did not stimulate. A decision was made to replace this lead; the lead was removed, replaced and returned for analysis. No adverse patient effects were reported. Post procedure, acceptable measurements were obtained.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed bunched insulation at 543, 559 and 570 mm from the terminal pin. Blood and body fluid was noted throughout the helix mechanism and past the neck region of the lead. The helix was retracted. Resistance testing revealed the lead was electrically continuous. An x-ray did not reveal any lead fracture. Analysis could not confirm the reported clinical allegation.

Manufacturer narrative:
Upon receipt to the post market quality assurance analysis will be performed and this event will be updated.